Event description:
It was reported that noise on the right atrial (ra) lead electrogram (egm) was observed and oversensing was noted, as the implantable pulse generator (ipg) showed false positive episodes on atrial fibrillation (af). The pocket was re-opened and it was noted the ra lead was rubbing against the device in the pocket. Silicone was applied to the ra lead and the lead was re-connected to the device. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.